Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The third-party supplier ((B)(4)) notified elekta that the customer (name, address, phone number and email: (B)(6)) reported that a patient was treated with table position 20 cm out of tolerance.

Manufacturer narrative:
Due to an administrative oversight, this report should have been submitted under manufacturer number 9617016 and not 3015232217-2025-00061. An initial/final correction report will now be filed under the correct manufacturer with the report number 9617016-2026-00002 to address the error. This case has been submitted as a final report to complete the reporting process. G4 updated. H1 has been updated. H11 has been updated: the investigation was completed by conducting a thorough evaluation of the product and the reported information. A third-party supplier (varian) notified elekta that a customer reported that a patient was treated with a table position 20 cm out of tolerance. It was ascertained that on (B)(6) 2025, a patient was treated with the treatment couch position 20 cm out of tolerance. The site uses a standard table configuration. Following imaging, the treatment computer flagged a longitudinal misalignment of approximately 22 cm. The therapist manually applied the shift post-imaging. A dose of -84 cgy was delivered to the target before the misalignment was identified. This represents approximately 50% of the daily prescribed dose and 1/50th of the total prescription, which is considered serious mistreatment. The linac functioned as designed and intended. The system correctly identified the table position as out of tolerance following imaging. The user is responsible for making sure that the patient is positioned correctly. The incident was attributed to use error.